Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a pacing issue that led to the patient experiencing asystole. It was noted that no issues were observed during a device check after cardiopulmonary resuscitation was performed. The rv lead remains in use. No further patient complications have been reported as a result of this event.